Manufacturer narrative:
This report is filed may 6, 2016.

Manufacturer narrative:
This report is filed on april 7, 2016.

Event description:
Per the clinic, the device was explanted (B)(6) 2016, due to infection at implant site and recurrent cholesteatoma. The patient was reimplanted with a new device during the same surgery.